Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unspecified system error, which was verified during evaluation. A review of the event history log identified the system error as system error 345 messages. The cause was determined to be a downstream thermistor sensor reading was out of the calibrated specification range. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified system error issue. There was no patient involvement. No additional information is available.